Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 3 days due to low blood glucose on (B)(6) 2018, and (B)(6) 2018 with blood glucose value was 25 mg/dl. The current blood glucose is 449 mg/dl. The customer treated their low blood glucose with intravenous and currently customer was on manual injection. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on the customer's report customer alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.